Event description:
It was reported that the stent delivery system was difficult to remove. An 8.0-21 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery. After stent deployment, resistance was encountered when removing the delivery system. The entire system was removed. The guiding catheter was reinserted, and post-dilation was performed. The procedure was completed. There were no patient complications as a result of this event.